Event description:
The device was explanted in 2003 and during the procedure, the distal portion of the catheter will not release. The part that released was taken out while securing the distal portion in the pt.